Event description:
Discordant troponin (rti) results were obtained on a pt sample, generated on a immulite 2500. The sample was repeated and the result was reported. Pt treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the discordant troponin (rti) results.

Manufacturer narrative:
A siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results were due to a sample level sense error. The cause of the sample level sense error cannot be determined. The instrument is performing within specifications. No further evaluation of the device is required.